Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance on implantable pulse generator (ipg) replacement. The implantable pulse generator (ipg) was permanently programmed to dual sensor ventricular demand rate responsive (vvir) due to atrial fibrillation. The ra lead remains in use. No patient complications have been reported as a result of this event.